Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During the atrial fibrillation procedure, a cardiac perforation was noted in the left atrial appendage which required a pericardiocentesis. The catheter was inserted into leftee sheath (jll) and the devices were inserted into the left atrium. During manipulation of the sheath, the left atrial appendage may have been poked with the catheter without noticing that the tip of the catheter was protruding from the tip of the sheath. A few rf deliveries were applied around the left atrial appendage, and the anterior block and the left atrial ablation had been completed. The patient then became hypotensive and was in state of shock. A pericardiocentesis was performed, however, a blood transfusion was performed, and hemodynamics were maintained. Emergency surgery was performed, and the patient is stable. The ablation procedure was completed without replacing the ablation catheter. There were no performance issues with any abbott devices.